Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an osteotomy foot surgery on an unknown left metatarsal on (B)(6) 2016. The patient was originally implanted with three (3) stainless steel 2.4mm cannulated screws. It was noted on (B)(6) 2016 that the patient presented with an unknown allergic reaction to the implants. Revision surgery was performed on (B)(6) 2016. Implants removed include three 2.4mm cannulated screws; the patient was revised to three 3.0mm cannulated screws. This is report 3 of 3 for com-(B)(4).